Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having major symptoms since last wednesday and that they needed assistance checking if their therapy was turned on. Patient stated that they turned their therapy off for less than 24 hours for a surgery and turned it back on. Patient added that when they turned their therapy back on since last wednesday, they increased their stimulation, and they didn't even notice it. The agent reviewed general therapy information and walked patient through connecting to their ins. Patient confirmed that their therapy was turned on. They were redirected to their healthcare provider (hcp) to further address the issue as patient's last adjustment was within less than a week. The patient confirmed that their hcp will get in touch with them tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.